Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets on enhanced half height drawers 3.1 and 3.2 were off the bus. The field service engineer (fse) reseated all six row board connectors, both retractor band connectors, and all pocket connections, released all pockets, removed debris, and tested the lids. Drawer pockets were verified functional and back on the bus. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers and cubies were failed. Customer tried to reboot and recover but issue failed to resolve. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.